Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Attempts to test notifier multiple times through the programmer were unsuccessful. The patient did not feel the vibratory alert. The patient will continue to be monitored via follow-ups and remote monitoring.